Manufacturer narrative:
The pod was received with the needle mechanism not deployed. The download data showed that the pod completed 48 first prime pulses and was deactivated at the end of first prime. The needle did not deploy because the pod was deactivated before the start of second prime. No damages or defects were found with the pod that would prevent the needle from deploying during second prime as intended. The needle mechanism was manually deployed during investigation and the soft cannula found no damages or defects. No problems were found with the returned device.

Event description:
The patient reported while wearing the pod between 4 and 24 hours, their blood glucose levels were higher than normal (numerical levels were not provided), and therefore they removed the pod. They reported when the pod was removed, they noticed the cannula was loose on the pod and then it fell off the pod. Additionally, the patient reported they noticed the pink slide insert had not moved into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. The pod site and treatment information were not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the detached cannula or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: tp1a.220624. 014.n986usqsbhxl1 smartphone hardware: sm-n986u cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.